Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving gablofen via an implantable pump. It was reported that the patient pocket was opened to remove blood clots. The physician flushed pocket and used a tyrx to put pump back in. No changes made to the pump, catheter or dosage. The patient was bleeding internally within pocket site. The scar tissue was causing the bleeding. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the blood clots were removed from the pump pocket. The patient was treated with antibiotics for possible infection. The physician decreased the patient medication dose and will titrate down in case the pump needs explanted. The rep will follow up with more information as it becomes available.